Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker induced cardiomyopathy, heart failure and a reduction in ejection fraction. The right ventricular (rv) lead was explanted and replaced with a left bundle branch lead. No further patient complications have been reported as a result of this event.